Event description:
It was reported that a user of the ilet experienced hypoglycemia followed by hyperglycemia after treating a low glucose with juice, pretzels, and crackers, then later disconnecting the pump to avoid further lows; the highest reported glucose was 384 mg/dl and the lowest was 40 mg/dl, and the user reconnected to the ilet after education and calibration. Symptoms included sleepiness and weakness. Outcomes included transient high and low glucose readings without professional medical intervention, assistance from others, or hospitalization. Troubleshooting and education were provided regarding appropriate treatment of lows to avoid rebound hyperglycemia and subsequent additional lows, and a follow-up confirmed return to range on ilet. Investigation included review of device use and user logs and confirmation of calibrated operation after reconnection. Investigation of this case revealed no device malfunction and suggested user management of hypoglycemia contributed to subsequent hyperglycemia, with the ilet and oral glucose identified as involved products. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.